Event description:
The customer reported that there was no cine. This situation is a potential hazard because loss of cine function.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect were reseated and the interconnect cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.